Manufacturer narrative:
Batch review performed on 18 january 2021: lot 153531: (B)(4) items manufactured and released on 15-oct-2015. Expiration date: 2020-10-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event sinece 2017. Clinical evaluation performed by medacta medical affairs manager: 5 years after primary cemented total knee arthroplasty, the insert fixation screw got loose in the joint. It was immediately removed and tibial component was revised. No consequence should be expected in case of no damage of the femoral articular surface. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role.

Event description:
Revision surgery performed after 4 years and 11 months after the primary surgery due to inlay locking screw unscrewing that caused pain. The patient had a primary knee on (B)(6) 2016. The inlay and tibia were removed to locate the screw and remove it, however the screw could not be located, it was not removed. The screw was unable to be reached even using x-ray as it was right out the back of the knee where some large blood vessels are and could not be retrieved. It is unknown if any surgery will be performed in the future and the pain level of the patient.